Event description:
A female patient who received op-1 implant in 2005, for a non-united fracture of the left supracondylar femur was hospitalized in 2006, for a femoral nonunion. Treatment included a vascularized fibular bone graft. Outcome was unknown. The surgeon did not suspect the event was related to the use of op-1 implant. Treatment medications included persantine, aspirin, oxycodone, tylenol and colace. No additional information is expected.